Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needs assistance changing her infusion set and that she has a low reservoir and battery. Customer's blood glucose was at 500 mg/dl at the time of incident and then went down to 333 mg/dl. Troubleshooting assisted customer with the pump issues and infusion site placement. No further information was given.